Manufacturer narrative:
As this event began prior to the start of optune therapy and this patient had a history of wound complication at this same site prior to optune use, novocure medical opinion is that this event is not related to device use. Contributing factors for wound dehiscence and wound infection in this patient include concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information.), prior surgeries affecting skin integrity and underlying cancer disease. Wound dehiscence and wound infection were not reported as adverse events in the (B)(4) recurrent gbm pivotal trial. In the commercial program, wound dehiscence and wound infection have been reported by (B)(6)% of patients to date.

Event description:
Patient with recurrent glioblastoma began optune therapy on (B)(6) 2017. On (B)(6) 2017, the patient's spouse reported that the patient was having complications at his biopsy site (biopsy on (B)(6) 2016). According to the spouse, the patient had healing issues at this site prior to starting optune therapy. The patient presented to the prescriber on (B)(6) 2017 with a red swollen biopsy site. An unspecified blood test was performed (results not provided) and the patient was instructed to continue optune therapy avoiding the affected area. Later that night, the wound opened up with purulent exudate. On (B)(6) 2017, the patient was hospitalized to surgically close the wound. On (B)(6) 2017, the patient underwent a second revision surgery to remove part of the patient skull due to a bacterial infection. The prescriber stated that the event was related to skin irritation from optune.

Manufacturer narrative:
On (B)(6) 2017, during the course of an audit, it was discovered that section had not been completed in the initial MDR report. The correct date of (B)(6) 2017 has been added to this section.